Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's flows and pump power were both high and a pump exchange was planned. Per add'l info from the physician, the pt presented with massive left ventricle (lv) and right ventricle (rv) dilation. The pt had mild to moderate aortic insufficiency (ai). It was later noted from the transesophageal echo in the operating room, that the aortic valve was closed. The aortic insufficiency was repaired. No pump exchange was needed. The pt remains ongoing.

Manufacturer narrative:
The device remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.